Event description:
Customer stated, "her pad has exposed wires on the cord where the cord and pad meet." The product has not been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The customer stated that the exposed wires still had their shielding and therefore did not risk sparking. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Without the product, bce cannot make any further determinations. The customer stated they disposed of the product since they were sent a replacement